Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a distributor via email that the tightrope from an ar-8926t knotless tightrope syndesmosis repair implant broke during the final tensioning. Another ar-8926t knotless tightrope syndesmosis repair implant was opened and broke during tensioning. The surgeon used other sutures and loops around the buttons to complete the fixation. This was discovered during a syndesmotic injury procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.